Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implantation of the right ventricular lead when the physician attempted to deploy the screw to fix the lead, it would not deploy. The screw spontaneously came out and when the physician attempted to retract the screw, it would not go in. The lead was not used and replaced. The patient was stable before, during and after the event.

Manufacturer narrative:
A partial distal portion of the lead was returned in one piece measuring 49.8 cm. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.